Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that, during the operation, the surgeon felt an unexplained sensation in the vitrectomy cutter and that the tip split in two when he removed it from the trocar. No report of patient/user harm. No report of prolonged or delayed surgery.